Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument would not close. The surgeon applied another device to complete the procedure. The hospitalhas reported that no pt injury occurred.